Manufacturer narrative:
Correction number: 1627487-07262012-0002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's daughter reported the pt's charger is unable to communicate with the ipg. Subsequently, the pt received a replacement charger. An sjm rep met with the pt for troubleshooting. During the visit, it was revealed the replacement charger and programmer are unable to communicate with the ipg. As a result, the ipg is inoperable. The pt will undergo surgical intervention at a later date to address the issue.